Event description:
During testing at the user facility, air was noted in the tubing distal to the pump with no pump alarm. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when either proximal or distal air were present. This was due to the bubble sensor.